Manufacturer narrative:
Information from this event will be included in our product compalint and MDR trend analysis. (B)(4).

Event description:
Consumer stated that tampon components separated upon usage. No injury was reported, no medical intervention needed.